Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, moderately tortuous, 95% stenosed, proximal right coronary artery (rca) the 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion but the stent became stuck in the anatomy proximal to the lesion. Resistance was noted and several attempts were made to remove the sds; it was suspected that the sds caught with the guide catheter during removal and outside the anatomy the proximal stent strut was found to be flared. A different sds was implanted in the lesion. A 3.5 x 23 mm and a 3.0 x 15 mm xience xpedition stents were implanted and the procedure was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: tazuna2.5-10, lacrosse hp3.5-15; guide wire: sion blue. The device was returned for analysis. The stent damage and difficulty removing the stent delivery system (sds) were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.